Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners. The pump also had a missing keypad overlay and dome switches. Unable to program any boluses due to the missing keypad dome switches.

Event description:
Customer reported the keypad on the insulin pump came off and she cannot find it anywhere to deliver insulin. Customer does not recall blood glucose. Customer stated the keypad cover was missing and she was unable to deliver insulin. Customer stated the damage occurred and she has been putting it back on but recently she lost it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.